Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had a stage 1 placement for idiopathic retention. Intraoperatively, the patient had ¿excellent reads¿ without motor activity. However, post-operatively, the patient had motor rather than sensory output. The patient was taken back into the operating room a couple weeks later to redo the lead placement. X-rays showed that the lead had migrated distally and the patient had bilateral motor activity. During the revision, the leads were moved back and the patient had excellent responses. The healthcare provider (hcp) felt the lead was in a good position. The patient again had significant motor activity bilaterally and x-rays showed that the lead had moved again distally. Hcp had not seen this in other patient¿s and wondered if this was due to a lead malfunction. The stage ii implantable neurostimulator (ins) was to be done (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va06nfu, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va09gz1, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: neu_perc_extension, serial# unknown, product type: extension. Product ID: neu_perc_extension, serial# unknown, product type: extension. Product ID: 3625, serial# (B)(4), product type: screening device. (B)(4).

Manufacturer narrative:
Analysis for the neurostimulator was not performed because it met risk based criteria. Analysis of the lead, model # 3889-28, lot # va06nfu, found no anomaly. Analysis of the lead, model # 3889-28, lot # va09gz1, found no significant anomalies. The conductor coil was crushed in six areas of the lead (8.4, 9.9, 11.3, 12.7, 17, and 19.3 cm from the proximal end. Also, the outer insulation was melted 14.7cm form the proximal end. Analysis of the percutaneous extensions found not significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.